Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error (per allergan labelling, "this product is intended for single use only. Do not reuse explanted implants.")

Event description:
Patient reported "capsulotomy revision surgery and one device was explanted, had capsule removed and device re-implanted¿ which is contradictory to allergan's labelling. The side of this record is unspecified. The device remains implanted.